Event description:
Removal of endosseous dental implants. Fourteen implants were placed in class ii bone during a routine procedure on 5/17/96. The restorative dentist placed abutments and temporary fixed bridge prostheses on 2/14/97. The implants in sites #7 and #8 were loose upon abutment placement. These implants were later removed by the surgeon on 2/27/97.

Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the compamy cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.